Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the numbers on the insulin pump display were continuing to scroll during a bolus. The blood glucose reading was 50 mg/dl. Nothing further was reported.

Manufacturer narrative:
The insulin pump had no response in the up or down arrow button due to a flattened button dome switch. No button error alarm was noted during testing. No number ramping or scroll bar anomalies were noted. The insulin pump was received with minor scratches on the display window, a cracked case at the display window corners and a cracked reservoir tube lip.